Event description:
It was reported by the rep that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgical technician fired the instrument once on a surgical towel. The surgeon then fired on the cystic duct and the instrument would not release the tissue. The surgeon then got another clip applier, placed the clips, and cut the cystic duct in the appropriate location. The cystic duct was long enough, so that there was room for the surgeon to safely apply clips on either side of the failed instrument. The instrument, that misfired, came from an fnc61 kit. The kit paper with identification numbers was left on the failed instrument. There was no pt consequence.